Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified occurrence of spi bus issue upon review of the diagnostic event log. Resolution and disposition: the international service technician determined that the errors occurred due to communication failure of da-mc cable so the da-mc cable was replaced.

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service reviewed the diagnostic history log and identified the presence of multiple error codes, suggesting that a spi (serial peripheral interface) bus failure occurred. There was no patient involvement.